Manufacturer narrative:
D1 (brand name) has been updated. D6b (explantation) has been added. D9 (date device returned to manufacturer) has been added. H3 ( device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
The complainant reported that a nurse observed two brief controller error alarms that self-resolved. At the time of reporting, the alarms had resolved and all waveforms were within normal limits. Intermittent loss of aortic (ao) and left ventricular (lv) placement signals was noted. Motor current (mc) and infusion flow (if) were appropriate for the programmed p-level. Patient outcome has not yet been determined, as the patient remains on device support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.